Event description:
Meter name: fasttake. Symtoms: unknown. A patient reported they were unable to receive an accurate reading on their fasttake meter due to the meter allegedly having missing segments. There was no result on their meter as the patient was unable to test. No treatment has been reported. No further information has been reported. No serious injury or allegation of harm.